Event description:
It was reported that the tip of the driver was broken off while tightening the screw. The tip was left flush in the screw head and remains in the pt. There were no pt complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the hex portion of the instrument was sheared in the area of the inner shaft near the transition to the main shaft. A review of the device history records found no documentation to indicate a non-conformance to specification.